Event description:
It was reported that the initial acl surgery was performed on (B)(6) 2013 with a bio-absorbable screw (9 x 35mm). No issues during post-op follow-up visits until (B)(6) 2013 after a reported knee sprain on left knee. MRI on (B)(6) 2014 showed a visible screw fragment. An arthroscopy was performed on (B)(6) 2014 to remove any free moving fragments but they couldn't find any.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but part remains in the patient and cannot be returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Lot number was not provided so device history record review cannot be performed. Complainant event mostly likely due to implanting the device too deep in the tunnel during the initial surgery which caused the tip to be exposed into the joint. This unsupported tip can be impinged by the graft and/or bone over time or as described in the event during a post-op visit, patient reported a knee injury which may have caused stress fracture and/not inserting an intact device intra-operatively causing the device to migrate into the joint tunnel. Implant breaking intra-operatively is typically caused by not inserting the implant co-axial to the bone tunnel, prying/leveraging the implant, flexing the joint during insertion or improper bone preparation. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Part remains in the patient.